Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 1100mg/dl. Customer's family assisted the customer with walking and driving the customer to the emergency room where they were admitted to the hospital. Customer was treated with intravenous insulin drip to resolve bg level. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.